Manufacturer narrative:
Citation: ishizu k, shirai s, isotani a, et al. Long-term prognostic value of the h2fpef score in patients undergoing transcatheter aortic valve implantation. Esc heart fail. 2024;11(4):2159-2171. Doi:10.1002/ehf2.14773. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognostic value of a baseline heart failure with preserved ejection fraction score in patients undergoing transcatheter aortic valve implantation (tavi). The study population consisted of 1,674 patients who underwent tavi with either a medtronic valve brand (corevalve/evolut r = 229) or a non-medtronic valve brand (sapien xt/sapien 3 = 1,445). During follow-up, the authors observed a total of 301 deaths. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following adverse outcomes were also documented in the article: conversion to open surgery; need for second valve implant; disabling stroke; paravalvular leak (moderate to severe); bleeding (minor, major, or life-threatening/disabling); vascular complications (minor or major); coronary obstruction; cardiac tamponade; new pacemaker implantation; heart failure hospitalization; and acute kidney injury. No further information was provided pertaining to medtronic products.